Event description:
While attempting to start IV in pt, nurse was stuck in the finger by a stylet. When the angioset stylet was being removed from angioset, the stylet came through a hole in the tubing, resulting in a punctured finger (left middle). The packaging was not saved. Two different lot numbers were in use on the same nursing floor, therefore the lot number cannot be confirmed.